Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows within the analyzed period and two (2) low flow alarms logged on (B)(6) 2025 at 09:27:05 and on (B)(6) 2025 at 01:06:35, followed by an increase to baseline parameters on (B)(6) 2025. Based on the limited information available, the device may have caused or contributed to the low flow event. Per the instructions for use, infection, respiratory dysfunction, cardiac arrhythmias, renal dysfunction, right ventricular failure, and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented with a pulmonary infection localized to the lungs, with pneumonia identified as the source. Initial medical intervention included administration of IV fluids to support systemic function. However, the patient¿s condition deteriorated, showing signs of worsening heart failure, including evidence of right heart strain. Diagnostic evaluations, including an echocardiogram and review of log files, confirmed the progression of heart failure. In response, the patient was started on medications, including inotropes and diuretics, to manage fluid overload and improve cardiac output. Further complications included the onset of cardiac arrhythmias, confirmed through echocardiography and EKG findings. Additionally, the patient developed renal dysfunction, likely multifactorial in origin, for which appropriate medications were administered. Due to the combination of renal failure, pneumonia, and ventricular arrhythmias, the patient is currently admitted to subintensive care for close monitoring and continued management of these complex, interrelated conditions.